Manufacturer narrative:
Corrections: h.6. Medical device problem code is now corrected to 2981, material twisted/bent, d.2.a. Corrected to intracranial coil-assist stent, d.10. Corrected that device received, d.11. Corrected to indicate the concomitant device. Additional information: the reporter indicated that the device had a kink and did not break. It was reported that during the process of pushing the stent out of the y-valve hub and into the y-valve, resistance was encountered and the stent could not be advanced. When the stent was removed, it was found that the metal at the stent tip was kinked. However, the complaint report incorrectly stated this issue as a "break". Conclusion: based on the additional information received from the reporter, there was no fracture malfunction. The device tip had a kink. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
See h.11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The product issue reported could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that for the stent-assisted embolization of a middle cerebral artery aneurysm, after the headway17 and headway 21 microcatheters were in place, the lvis stent fractured during delivery and became stuck in the y-valve. A new stent was used as a replacement, and one lvis stent was implanted via the same headway21 microcatheter. Subsequently, five coils were implanted via the headway17 microcatheter. Post-procedural angiography showed satisfactory results, and the surgery was completed smoothly. No injury to the patient.